Event description:
It was reported the patient presented to the ER due to syncope. High capture threshold was observed. X-ray revealed lead dislodgement. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.